Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient that ever since she had her rechargeable neurostimulator (ins) implanted, she was having a return of pain across her lower back. The patient tried increasing the stim from 170v to 230v but it didn¿t really help with the pain. It was also reported that the patient programmer (pp) showed that the stim was on, the patient had the ability to change the amplitude and groups/programs but checking for available groups/programs did not resolve the issue. The patient also reported that is she increased the stim to 270v, she felt tingling in her ribs which was not the desired location, so they would try group a, p1. In conclusion, the patient was redirected to their healthcare professional (hcp) to discuss programming options. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and patient. It was reported a manufacturer's representative (rep) helped the patient. The circumstances that led to the symptoms was changing to programming. The rep told the patient they needed to adjust it. The symptoms were reported as being resolved. No further complications were reported.